Manufacturer narrative:
Additional information was added: the lot was manufactured from may 17, 2019 - may 18, 2019. The actual device was not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all samples, and it was noted that leakage was observed at the spike port cap from the base of the spike port tubing in two (2) of the samples. There were no issues noted for the other three (3) samples. The reported condition was verified for two samples and was not verified for three samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from "around the port". There was no patient involvement. No additional information is available.